Event description:
The customer reported that prior to use on a patient; the iabp would not start up. The iabp was displaying a scrolling icon and an alarm was generated. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the front end pcb (part number: 0670-00-0769). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).